Event description:
It was reported there was insulin leaking from the side of the cartridge canister. Customer had elevated blood glucose levels (approx 300 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.